Event description:
The user reported seeing air coming into the fluid collection via ultrasound during a pleural effusion drainage procedure. The air ingress occurred after the needle was removed from the catheter. The patient complained of pain and t he physician placed his thumb over the catheter hub until the tubing could be attached. After 300 ml of fluid was removed, the patient was examined for pneumothorax. No pneumothorax was observed. No other harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Merit is unable to determine a root cause for the reported failure without the actual device.